Event description:
It was reported the pt underwent valve replacement surgery to remove a native bicuspid aortic valve. Twelve years postoperatively, the pt presented symptomatic with an elevated gradient. The pt underwent redo aortic valve replacement surgery. Pannus and thrombus were reportedly present at explant. The valve was replaced with another sjm mechanical valve. The pt was reported to be in good condition. Add'l info has been requested.